Manufacturer narrative:
(B)(4). Date sent 6/10/2025 d4 batch # 233d36. Investigation summary the product was returned for evaluation. Visual inspection and mechanical testing were conducted on the returned device. Visual analysis of the returned sample determined that the cdh25b device arrived with no apparent damage. The breakaway washer was present, uncut and the device was fully loaded with staples. No adjusting knob issues were noted during the mechanical test, the knob rotated freely. However, further analysis of the device showed that the trocar was damaged and the anvil was removed with difficulty. No functional test was performed due to the condition of the trocar. This defect of the trocar damaged has been correlated to a manufacturing process. Based on the information currently available, a product issue was identified during the investigation of the sample received. This product issue will be addressed through ethicon endo surgery¿s quality system. The event described could not be confirmed as the knob performed without any difficulties. Although no product defect was identified, there may have been other circumstances or issues that occurred during the use of the device that could not be replicated during the laboratory analysis. Although it could not be determine the cause of the reported incident, proper usage of the circular stapler is important to ensure functionality. For more information, please refer to the instructions for use. A manufacturing record evaluation was performed for the finished device batch number 233d36, and no non-conformances were identified. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during an unknown surgery, before using it on the patient, it was found that the firing knob was difficult to turn, so replacement was taken out. The surgery was completed successfully. Another device was used to complete the case. There were no adverse consequences to the patient. No further information is available.